Manufacturer narrative:
This MDR is result of a retrospective review of complaints. Return product was not received at senseonics. No further investigation possible on this complaint. Corrective and preventive action has been opened to investigate the high rate of no sensor detected complaints.

Event description:
On (B)(6) 2019,senseonics was made aware of an incident where user experienced with a lot of no sensor detected and transmitter disconnect we have made the decision to replace the sensor resulting in sensor removal.